Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow was observed at the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating that the access site was not calcified. It was reported that initial flushing of the marker lumen with saline prior to use was possibly not successful, however, this was not confirmed. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a stent grafting interventional procedure. Reportedly, after the proglide device was inserted into the patient anatomy, no blood flow was observed at the marker lumen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the stent grafting procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.